Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2011 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2016. Quality-safety evaluation of ptc received on 14-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myoometrium/migration of essure device location of device: myoometrium"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding"), neoplasm malignant ("cancer") and pregnancy with contraceptive device ("pregnancy") in a 41-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included yeast infection, urinary tract infection and vaginitis. Concurrent conditions included vaginal edema, swelling nos, discomfort, intermittent fever, jaw pain and discoloration skin. Concomitant products included fluconazole (diflucan), fluocinolone acetonide (synalar) from 2013 to 2016, hydroxyzine hydrochloride (vistaril) from 2013 to 2016 and hydroxyzine since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 7 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2013, the patient experienced lichen sclerosus ("lichen sclerosus/autoimmune disorder-type of disorder lichen sclerosis"). In 2014, the patient experienced rash ("rashes") and urticaria ("hives"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain"), vulvovaginal swelling ("vaginal swelling"), neoplasm malignant (seriousness criterion medically significant), skin disorder ("skin disorder") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, vaginal haemorrhage, menorrhagia, lichen sclerosus, urticaria, headache, tooth disorder, allergy to metals, fatigue, neoplasm malignant, skin disorder and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage and rash had resolved and the dyspareunia, migraine and vulvovaginal swelling was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, lichen sclerosus, menorrhagia, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure then coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain,back pain, metrorrhagia,¿ . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myoometrium/migration of essure device location of device: myoometrium') and pelvic pain ('chronic pelvic pain') in a 41-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included yeast infection, urinary tract infection and vaginitis. Concurrent conditions included vaginal edema, swelling nos, discomfort, intermittent fever, jaw pain and discoloration skin. Concomitant products included fluconazole (diflucan), fluocinolone acetonide (synalar) from 2013 to 2016, hydroxyzine from 2013 to 2016 and hydroxyzine since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), 3 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2013, the patient experienced lichen sclerosus ("lichen sclerosus/autoimmune disorder-type of disorder lichen sclerosis"). In 2014, the patient experienced rash ("rashes/rash on leg") and urticaria ("hives"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain lower ("severe cramping / lower quadrant pain"), vulvovaginal swelling ("vaginal swelling"), skin disorder ("skin disorder"), eye swelling ("eye swollen"), hyperaldosteronism ("adrenal gland swell on right side"), menstruation irregular ("irregular bleeding") and feeling abnormal ("brain fog"), was found to have neoplasm malignant ("cancer") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, vaginal haemorrhage, menorrhagia, lichen sclerosus, urticaria, headache, tooth disorder, allergy to metals, fatigue, neoplasm malignant, skin disorder, pregnancy with contraceptive device, eye swelling, hyperaldosteronism, menstruation irregular and feeling abnormal outcome was unknown, the genital haemorrhage and rash had resolved and the dyspareunia, migraine and vulvovaginal swelling was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, embedded device, eye swelling, fatigue, feeling abnormal, genital haemorrhage, headache, hyperaldosteronism, lichen sclerosus, menorrhagia, menstruation irregular, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed placement of both essure; on (B)(6) 2011: results: coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain,back pain, metrorrhagia.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event eyes swollen, adrenal gland swell on right side, irregular bleeding, brain fog was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myoometrium / migration of essure device location of device: myoometrium') and pelvic pain ('chronic pelvic pain') in a 41-year-old female patient who had essure (batch no: 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included yeast infection, urinary tract infection and vaginitis. Concurrent conditions included vaginal edema, swelling nos, discomfort, intermittent fever, jaw pain and discoloration skin. Concomitant products included fluconazole (diflucan), fluocinolone acetonide (synalar) from 2013 to 2016, hydroxyzine from 2013 to 2016 and hydroxyzine since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), 3 months 7 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2013, the patient experienced lichen sclerosus ("lichen sclerosus / autoimmune disorder-type of disorder lichen sclerosis"). In 2014, the patient experienced rash ("rashes / rash on leg") and urticaria ("hives"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain lower ("severe cramping / lower quadrant pain"), vulvovaginal swelling ("vaginal swelling"), skin disorder ("skin disorder"), eye swelling ("eye swollen"), adrenomegaly ("adrenal gland swell on right side"), menstruation irregular ("irregular bleeding") and feeling abnormal ("brain fog"), was found to have neoplasm malignant ("cancer") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, vaginal haemorrhage, menorrhagia, lichen sclerosus, urticaria, headache, tooth disorder, allergy to metals, fatigue, neoplasm malignant, skin disorder, pregnancy with contraceptive device, eye swelling, adrenomegaly, menstruation irregular and feeling abnormal outcome was unknown, the genital haemorrhage and rash had resolved and the dyspareunia, migraine and vulvovaginal swelling was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, adrenomegaly, allergy to metals, dyspareunia, embedded device, eye swelling, fatigue, feeling abnormal, genital haemorrhage, headache, lichen sclerosus, menorrhagia, menstruation irregular, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: confirmed placement of both essure; on (B)(6) 2011: results: coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, back pain, metrorrhagia,¿ quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction following internal company coding review, events adrenal gland swell on right side and brain fog were recoded to adrenal gland enlarged and brain fog nos. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myoometrium/migration of essure device location of device: myoometrium') and pelvic pain ('chronic pelvic pain') in a 41-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included yeast infection, urinary tract infection and vaginitis. Concurrent conditions included vaginal edema, swelling nos, discomfort, intermittent fever, jaw pain and discoloration skin. Concomitant products included fluconazole (diflucan), fluocinolone acetonide (synalar) from 2013 to 2016, hydroxyzine from 2013 to 2016 and hydroxyzine since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), 3 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2013, the patient experienced lichen sclerosus ("lichen sclerosus/autoimmune disorder-type of disorder lichen sclerosis"). In 2014, the patient experienced rash ("rashes/rash on leg") and urticaria ("hives"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain lower ("severe cramping / lower quadrant pain"), vulvovaginal swelling ("vaginal swelling"), skin disorder ("skin disorder"), eye swelling ("eye swollen"), adrenomegaly ("adrenal gland swell on right side"), menstruation irregular ("irregular bleeding") and feeling abnormal ("brain fog"), was found to have neoplasm malignant ("cancer") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, vaginal haemorrhage, menorrhagia, lichen sclerosus, urticaria, headache, tooth disorder, allergy to metals, fatigue, neoplasm malignant, skin disorder, pregnancy with contraceptive device, eye swelling, adrenomegaly, menstruation irregular and feeling abnormal outcome was unknown, the genital haemorrhage and rash had resolved and the dyspareunia, migraine and vulvovaginal swelling was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, adrenomegaly, allergy to metals, dyspareunia, embedded device, eye swelling, fatigue, feeling abnormal, genital haemorrhage, headache, lichen sclerosus, menorrhagia, menstruation irregular, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed placement of both essure; on (B)(6) 2011: results: coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2016, patient had underwent a pelvic surgery (hysterectomy))). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, vaginal discharge and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure then coils and full occlusion of both tubes. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: new reporter, lab test and events chronic pelvic pain, heavy and irregular bleeding, cramping/lower quadrant pain, abdominal pain, dyspareunia, vaginal discharge and migraines added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myoometrium"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection, urinary tract infection and vaginitis. Concurrent conditions included vaginal edema, swelling, discomfort, intermittent fever, jaw pain and discoloration skin. Concomitant products included fluconazole (diflucan), fluocinolone acetonide (synalar) from 2013 to 2016, hydroxyzine hydrochloride (vistaril) from 2013 to 2016 and hydroxyzine since 2016. On (B)(6) 2011, the patient had essure inserted. On 1-nov-2011, 3 months 7 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In november 2011, the patient experienced vaginal discharge ("vaginal discharge"). On 2-jan-2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2013, the patient experienced lichen sclerosus ("lichen sclerosus"). In 2014, the patient experienced rash ("rashes") and urticaria ("hives"). In february 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain") and vulvovaginal swelling ("vaginal swelling"). The patient was treated with surgery (10mar2016: hysterectomy with bilateral salpingectomy) and surgery (10mar2016; hysterectomy with bilateral salpingectomy). Essure was removed on 8-mar-2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, vaginal haemorrhage, menorrhagia, lichen sclerosus, urticaria, headache, tooth disorder, allergy to metals and fatigue outcome was unknown, the genital haemorrhage and rash had resolved and the dyspareunia, migraine and vulvovaginal swelling was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, lichen sclerosus, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-oct-2011: confirmed placement of both essure then coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain,back pain, metrorrhagia,¿ most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug, historical drug added. Events: migration of essure device location of device: myoometrium, vaginal bleeding, menorrhagia, lichen sclerosus, rashes, hives, headaches, dental problems, nickel allergy, fatigue and vaginal swelling added from pfs. On 12-apr-2018: no new information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myoometrium"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding"), neoplasm malignant ("cancer") and pregnancy with contraceptive device ("pregnancy") in a 41-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included yeast infection, urinary tract infection and vaginitis. Concurrent conditions included vaginal edema, swelling nos, discomfort, intermittent fever, jaw pain and discoloration skin. Concomitant products included fluconazole (diflucan), fluocinolone acetonide (synalar) from 2013 to 2016, hydroxyzine hydrochloride (vistaril) from 2013 to 2016 and hydroxyzine since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 7 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2013, the patient experienced lichen sclerosus ("lichen sclerosus"). In 2014, the patient experienced rash ("rashes") and urticaria ("hives"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain"), vulvovaginal swelling ("vaginal swelling"), neoplasm malignant (seriousness criterion medically significant), skin disorder ("skin disorder") and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal pain, vaginal discharge, vaginal haemorrhage, menorrhagia, lichen sclerosus, urticaria, headache, tooth disorder, allergy to metals, fatigue, neoplasm malignant, skin disorder and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage and rash had resolved and the dyspareunia, migraine and vulvovaginal swelling was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, lichen sclerosus, menorrhagia, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure then coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain,back pain, metrorrhagia,¿ most recent follow-up information incorporated above includes: on 7-jun-2018: social media post: events (cancer, skin disorder and pregnancy) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.